Event description:
A healthcare professional reported that the probe cutter stopped cutting midway through a left eye pars plana vitrectomy procedure. The product was replaced and the procedure was completed without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).